Manufacturer narrative:
The customer changed the sodium, potassium, chloride, and reference electrodes, sample probe, and all of the ise solutions. They also cleaned the kcl line. The field service engineer found crystallization of a valve and replaced the valve. The calibration and qc were within range. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 6000 c 501 module. Patient a initial sodium result was 151 mmol/l and the repeat result was 142 mmol/l. The initial potassium result was 5.3 mmol/l and the repeat result was 4.7 mmol/l. Patient b initial sodium result was 128 mmol/l and the repeat result was 139 mmol/l. The initial potassium result was 4.4 mmol/l and the repeat result was 5.1 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.